Event description:
It was reported that the patient's catheter was disconnected from the pump. It was confirmed during the patient's first refill on (B)(6) 2012, via a catheter dye study. It was indicated that the patient had not done any sort of movement that would had caused the catheter to become disconnected. It was stated per patient that she was confident that it was not a physician issue but a device issue. The outcome of the patient was not provided. The drug delivered via pump was morphine. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).